Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00174. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of zinc toxicity in a female patient who used super poligrip original as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 2007, the patient used super poligrip original at unknown dosing. At an unknown time after using super poligrip original, the patient experienced zinc toxicity, nerve damage, numb (arm and leg), tingling legs and arms, muscle cramp, balance problem, and gastric problem. Treatment with super poligrip original was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the patient experienced "zinc toxicity and extensive nerve damage resulting in symptoms that include numbness and tingling in her hands and arms, muscle cramping and "knots" in legs, balance problems and stomach problems." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Follow up information was received on 11 july 2011 via fact sheets completed by the patient and/or the patient's attorney. In 2008, the patient experienced numbness in the arms, knots in the right thigh area, tingling in both thighs, and loss of balance. The patient felt like a cell phone was vibrating in her thighs. The patient experienced hyperzincemia and neuropathy. Super poligrip was used from 2007 until 2008, daily, one-fifth of a 2.4 ounce tube a week. Fixodent (fixodent original, fixodent control, and fixodent with scope flavor) was used from 2007/2008 until the time of this report, daily, one-fifth of a 2.4 ounce tube a week. This case has been upgraded to medically serious by gsk.